Event description:
According to the reporter: the instrument is difficult to open and close. The instrument is sticking in the closed position. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. Patient was discharged from hospital.

Manufacturer narrative:
(B)(4).